Manufacturer narrative:
Investigation eval: our eval of the returned device was unable to confirm the report due to the condition of the returned product. The device was observed to be stretched and broken. The product was returned to the approved supplier for eval. To date the eval is still on-going. Once add'l info has been provided a f/u medwatch report will be submitted. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete eval. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. Info provided indicated the user experienced resistance when advancing the stent through the obstructed area. The instructions for use caution the user not to use the oasis if the wire guide or stent cannot advance through the strictured area. Prior to distribution, all fusion oasis action stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record for the possible lot numbers confirmed that these lots met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time. A review of the complaint history was confirmed. There have been no other similar occurrences reported during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion oasis one action stent introduction system. The introducer was prepped and assembled with the stent according to the instructions for use. The stent and introducer were advanced through the accessory channel for the endoscope and into position inside the bile duct in an attempt to deploy the stent, the introducer fittings at the user end were unlocked but they would not separate (i.e inner guiding catheter could not be removed from the stent for deployment). The user experienced that was reported to be "a lot of resistance" even though the instructions for use were followed. Due to the resistance encountered, breakage of the guiding catheter occurred. The stent and introducer were removed from the endoscope and another set was used successfully. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.